Event description:
It was reported to boston scientific corp. That during an anterior pelvic floor repair procedure, using a pinnacle pfr kit, the bullet popped off the suture, when the physician was attempting to load the capio device outside the pt. The procedure was completed with another pinnacle device, with no complications to the pt, who is reportedly "great" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.